Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple low blood glucose levels that ranged from 30-38 mg/dl. The customer alleged that the insulin on board did not appear to be accurate. The customer could not confirm if the control iq software delivered more insulin than expected or if manual bolus were requested and delivered resulting in low bg levels. Ultimately, the cause for the reported low bg levels were unknown. A system check was performed on the pump by tandem technical support and it was determined that the pump functioned as intended. The customer consumed carbohydrates to address low bg levels. Customer continued using the pump for insulin therapy.